Event description:
Philips received a complaint by the customer on the v60 indicating that the alternating current (ac) power cord was damaged and had exposed wires. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that the ac power cord was damaged and had exposed wires. The bench service engineer (bse) confirmed the reported issue via visual inspection of the ac power cord. The bse determined a replacement of the ac power cord was required. This investigation is ongoing.